Manufacturer narrative:
(B)(4). Further investigation was performed and based upon available information no product deficiency of the architect i2000sr was found. A complaint review was performed and no adverse trends were identified for the issue.

Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4): an investigation is in process. A follow up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer generated a false positive b-hcg result of >2000 iu/l. The result was reported and was questioned by the physician. A new sample was obtained and tested at another laboratory with negative results. A new sample was provided to the account on (B)(6) 2010 and the result was negative. Both samples were then repeated and both were negative. There was no impact to patient management reported.